Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2016 to report that a patient had red and itchy skin beneath the therapy electrode pads. The patient's physician gave the patient a medication to use. The medical outcome of the irritation is unknown.